Event description:
Complainant alleged that while attempting to treat a (B)(6) male pt for cardiac arrest, the device failed to discharge. Complainant indicated that the pt subsequently expired. Complainant indicated that subsequent testing did not duplicate the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.